Manufacturer narrative:
Additional information received on march 10, 2023 indicated that the patient underwent bilateral removal without replacements. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old asian female who underwent a breast augmentation primary with a mentor memorygel, 400cc silicone breast implant experienced right-sided impaired healing and left-sided silent rupture postoperatively. The report indicated the following: left side rupture, right has shifted. Pain on right side. The health care professional lifted the breast and incision on right is not close, about 2 inches away and this is the reason there is pain. The MRI examination confirms rupture and scar tissue into the muscle. The left implant was ruptured and the right intact but also under ultrasound findings on (B)(6) 2022 said that the patient have a fat lobule on the right breast a palpable lump but also said that this lump is benign. As a result patient scheduled for bilateral removal on (B)(6) 2023. This report relates to the right side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: impaired healing, breast mass. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Coding was reviewed by a clinician on jan-24-2023 with the available information about the reportable event removed pec - adverse event from (B)(4) and added pc ¿ breast pain, pec ¿ device migration to (B)(4) (r side) per event description. Additional information received on february 03, 2023 indicated that the patient scheduled for removal on (B)(6) 2023. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).